Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
A news article reported that the patient had setbacks. She had additional surgeries to replace implants that had broken. Every time the doctors had to remove an implant, she got a glimpse of how bad her symptoms were. Once an implant was re-activated, she progressively resumed her training. The patient's indication(s) for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.